Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2018-07014; reference MFR. Report#: 1627487-2018-07015. It was reported following an ipg replacement procedure on (B)(6) 2018 (reference MFR. Report#: 1627487-2018-02464), the patient¿s scs system exhibited high impedances. As such, surgical intervention was taken, during the procedure it was suspected the issue was a connection issue between the ipg and the leads. As a result, the physician elected to only explant and replace the patient's ipg as a precaution. Reportedly, effective therapy resumed following the procedure.